Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Around 4:00 am on (B)(6) 2019, the patient¿s husband heard the device alarm and asked her several times what the value was, but she did not respond. He went around to her side of the bed and saw that she was unconscious; the cgm reading was 71 mg/dl. He called the paramedics and upon arrival they checked a finger stick which was 21 mg/dl. They transported her to the hospital, and she stated it took a long time to stabilize her before she was discharged. No information was reported regarding treatment provided by emergency medical services (ems) or the hospital. Additionally, the patient stated she had used acetaminophen the night prior to the event due to back pain. At the time of contact, she was at home and the readings were within accuracy specification in the 340-361 mg/dl range. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.